Event description:
Treatment of an aneurysm measuring 3mm x 3mm. It was reported that during the procedure the middle segment of the first pipeline could not be opened; therefore, it was corked and removed from the patient. A second pipeline required balloon angioplasty to achieve full wall apposition (an option presented in the instructions for use). No injury was reported with the patient as a result of the procedure. Same event as MDR# 2029214-2013-00705.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).